Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomolies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076-52 implantable pacing lead (B)(6) 2013; 4074-58 implantable pacing lead (B)(6) 2013. (B)(4).

Event description:
It was reported post implant there was no capture on the ventricular lead. The lead was replaced. During the lead revision it was found the atrial lead was dislodged. The atrial lead was repositioned. When the leads were connected to the device there was no output, but showed pacing markers. The device was removed and replaced. No patient complications have been reported as a result of this event.